Event description:
Boston scientific received information that this patient experienced several syncopal episodes in the past. Each syncopal episode was accompanied by several sudden bradycardia response episodes.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.